Event description:
A malfunction alarm was reported on the pump by the caller, with no notable events occurring before the incident. There was no adverse impact on the customer's blood glucose level. The technical support team provided information to reset the pump and helped the caller with the reset. The issue did not reoccur, and the customer was advised to continue using the pump and to call back if the malfunction code appeared again.